Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. As a precaution, physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was powering itself on and off and the screen was flashing. The customer did not provide any details of the patient event and there were no known adverse effects to the patient.